Event description:
A tandem mobi cartridge alarm was reported, prompting concerns about a potential issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, which was successfully completed. The customer was then able to reload the original cartridge and resume insulin therapy, and the issue was resolved.